Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. The customer experienced an elevated blood glucose (bg) level of 536 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb cable. Reportedly, customer reverted to manual injections for insulin therapy.